Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was unable to be duplicated during testing. Device log data indicated a high-priority alarm 1051, triggered by a device self check failure. Ventilation stops until the alarm is resolved. Per the ventilator operator's guide (9650-002363-01), users are instructed to manually ventilate the patient, replace the ventilator, and contact the service center for further support. The smart pneumatic module will be replaced as a precaution. It is important to note that false alarms may occur in high-vibration environments (e.g., helicopters or ambulances traveling over rough terrain) if the device is susceptable to motion artifact. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.